Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were non responsive or sticky. The customer¿s blood glucose level was unknown. The insulin pump had e error and unexplained no delivery alert. The customer stated that the insulin pump rejected new battery and grinds during rewind process. The insulin pump did not give low battery warning. The insulin pump will not be returned for analysis.